Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: addr01, ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the implantable loop recorder (ilr) showed inappropriate detection of asystole on noise episodes and a lack of recording any of the patient¿s syncopal episodes. It was noted that the device was interrogated at the replacement procedure and it showed no auto or patient activated episodes. The device was explanted and replaced with a pacemaker. It was further reported that at the replacement procedure, upon closure of the pocket, the atrial lead was found to have high impedance and no capture or sensing. An x-ray confirmed that the lead had fallen into the ventricle. The pocket was re-opened and the lead was repositioned successfully and remains in use. No patient complications have been reported as a result of this event.